Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the reported issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4)

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver was found unplugged for an unknown amount of time with the external and internal batteries depleted. When staff plugged in the driver, the display screen came on but was frozen. The driver remained plugged in overnight and the batteries recovered to a fully charged state, but the display screen remained frozen.

Manufacturer narrative:
The customer-reported issue of the driver screen being unresponsive was not able to be confirmed or reproduced during investigation testing. Review of the driver's patient file data and alarm history revealed emergency battery error alarms, indicating that the driver had been disconnected from power for a lengthened period of time. Investigation testing determined that the driver functioned as intended and passed all test requirements. Additionally, the driver's touchscreen functionality was further tested and found to function as intended. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.